Event description:
The customer reported that this unit is experiencing intermittent dropouts. The issue was discovered during setup.

Manufacturer narrative:
The customer reported that this unit is experiencing intermittent dropouts. The issue was discovered during setup. The patient was moved to another telemetry unit. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 (B)(6).

Manufacturer narrative:
Details of complaint: the customer reported that this unit is experiencing intermittent dropouts. The issue was discovered during setup. The patient was moved to another telemetry unit. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. The evaluation showed visible damage to the unit and liquid exposure. The reported issue was duplicated. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/24/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/27/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 06/30/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this unit is experiencing intermittent dropouts. The issue was discovered during setup.